Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo teal/clear pen body (lot 0406a01) with a clear cartridge holder attached, was reported to have a broken cartridge holder. The patient claimed that the pen fell and due to this the cartridge holder had broken. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo teal/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.